Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image occur, damaged fiber bonding in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction stripes occurred in the image and screen flickering was due to broken video cable. Additionally, the most probable cause of the malfunction damaged fiber bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope exhibited an image screen flicker during use. The event occurred during a right-side hemicolectomy procedure. The procedure was completed with the same device. There were no reports of patient harm.